Event description:
A customer contacted beckman coulter inc. (Bci) regarding a non-reproducible elevated troponin (accu tni) result that was generated by the access instrument for one patient. A patient sample was tested for accu tni and a result of 1.04ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested on a different instrument in the customer's lab and an accu tni result was 0.02ng/ml. Two more samples collected from this patient gave accu tni results of 0.01ng/ml and 0.03ng/ml when tested on the access instrument. The customer stated the patient was likely admitted due to the elevated results. No report of change to treatment, death, or injury has been reported to bci in connection with this event.

Manufacturer narrative:
Two levels of qc were run prior to and following the event. The low level qc failed out of range low both prior to and following the event. Review of qc history shows the low level qc has been consistently running below the customer's established mean since 2008. A system check performed the following month, was within specifications. The specimen was plasma, collected into a 13x75 bd lithium heparin gel plastic tube and it was centrifuged at 3,500 rpm for 6 minutes. The sample was run via aliquot in a tube insert cup. A field service engineer was dispatched: the fse verified the ultrasonic's voltage and performed a particle suspension test. The fse conducted a system check. No issue found. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.